Event description:
It was reported that during an implant, this right atrial (ra) lead had a high pace impedance measurement, that was greater than 2000 ohms. This lead was removed and successfully replaced, prior to pocket closure. No adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.